Event description:
Additional info received from MFR on 02/27/1998: co has completed their investigation of this report. Upon examination of the medical receipts/records provided, there was no indication or mention of ear canal injury/damages done to this individual. Based upon this info co's investigation is complete.